Event description:
It was reported that this implantable defibrillation lead exhibited oversensing of the atrial signal resulting in a nonsustained ventricular episodes. Approximately one and a half years later it was reported that the patient had received inappropriate anti-tachycardia pacing (atp) due to the oversensing. The lead was recently explanted and replaced due to the continued oversensing. No additional adverse patient effects were reported.